Event description:
The customer reported that the insulin pump alarmed displayable history crc check failed on startup, force sensor calibration values corrupted and battery out limit. Customer's blood glucose was 161 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Insulin pump was monitored. All operating currents tested within spec range. No blank display, displayable history check failed on start up alarms, force sensor calibration values corrupted alarms or unexpected battery out limit alarms noted. However displayable history check failed on startup alarms were noted in alarm history due to corrupted history files. Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube and cracked case near display window corners noted during visual inspection. (B)(4).